Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via merlin.net, right ventricular lead noise was observed on atrial and ventricular electrograms. The noise was apparent on both the discrimination and ventricular sense amp electrograms as well. The noise resulted in pacing inhibition during which the patient experienced dizziness. One of the noise episodes was classified as a supraventricular tachycardia. Programming changes were made and the patient is stable and will continue to be monitored.